Event description:
As reported, closing failed when using a 5f exoseal vascular closure device (vcd). There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, closing failed when using a 5f exoseal vascular closure device (vcd). There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device (5f), involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. A high magnification evaluation was executed to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device since the device was received fully deployed and due to nature of the event. Patient related events cannot be duplicated in the analysis lab and therefore, without procedural films, the cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As per the instructions for use (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.